Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp via the rep reporting that all impedances were normal post operatively. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient was scheduled for a battery replacement. That battery was checked and all impedances were normal. When this new battery was put in, they read the impedances intraoperatively. The impedances were high at contact 10 and the pairings. The surgeon disconnected the right extension, dried the tip and suctioned the battery. The impedances were still unchanged. The doctor did this twice. Then the surgeon put the left extension in the right port and the right in the left port. When they tested impedances again, it was found they were high at contact 2 and the pairings. The ends of the extensions looked normal. The explanted battery was reconnected and they ran the impedances again. The left side and the right side were connected back to their original ports. The impedances were now normal at contact 10, but high at 2. An 8840 was used to test. The result remained the same. At this point, the surgeon decided to have a new battery opened. This device was changed out and replaced by a different battery. No patient symptoms or further complications were reported as a result of this event.